Event description:
It was reported that a leak occurred. Approximately two years ago, a left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted with no issues. About a month ago the patient experienced chest pain but did not seek medical attention. The patient did speak to a nurse practitioner about her symptoms and a cardiac angiogram was suggested. The angiogram determined there was some plaque and a 7mm-10mm transverse leak in the laa. On (B)(6) 2020 the patient had another cardiac angiogram and CT scan but the results are unknown at this time and no further follow-up is expected.